Manufacturer narrative:
During preventive maintenance at the customer site, the thermogard console (sn (B)(4)) failed power-on-self-test (post) due to tcmid: 05 (coolant diff failure) error. The root cause of the reported complaint was a defective lm-34 temperature probe, likely attributed to a defective component. No physical damage on the console was observed during visual inspection. The thermogard xp ivtm system passed the initial functional testing, however, the console failed during the burn-in test and displayed a tcmid:05 error message. The defective lm-34 temperature probe needs to be replaced to remedy the fault. Waiting for customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of reported complaints for the thermogard console with serial number (B)(4).

Event description:
During preventive maintenance performed at the customer site on (B)(6) 2021, the thermogard console (sn (B)(4)) failed the power-on-self-test (post) and displayed a tcmid:05 (coolant diff failure) error message after the coolant (glycol) was placed in the coldwell. No patient involvement.